Event description:
It was reported that, approximately seven weeks post-implant of this inflatable penile prosthesis the device exhibited a fluid leak. A revision surgery is planned. No patient complications were reported.